Manufacturer narrative:
(B) (4).

Event description:
There was a problem recharging; there were coupling/communication issues. The device was tilted in the pocket, preventing charging. It was surgically located closer to the skin surface and the pt was able to recharge.